Manufacturer narrative:
H10. The actual device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed due to a crack in the welding seam. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 170h, external dialysate leakage was observed from the welding seam between the header and housing on the venous side. There was a cracked on the welding seam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.